Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they inserted a new reservoir in it goes to rewind and was unable to get out of the screen. The troubleshooting was performed and was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated that the insulin did not exit the tubing. The customer was advised to change the reservoir resolved the issue. The customer was advised to return the reservoir. The reservoir will be returned for analysis.